Event description:
It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip did not deploy. The same event happened with the second clip. The procedure was completed with the third resolution clip device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. ***additional information received on august 05, 2019*** it was reported that prior to putting the device in the working channel, stiffness was felt while pulling the blue sheath grip toward the handle, resulting in difficulty advancing the clip through the over sheath. Reportedly, the clip was not entirely exposed when it was inserted into the working channel. The clip was then deployed, but did not fully let go from the catheter.

Manufacturer narrative:
Problem code 2906 captures the reportable event of clip failed to release from catheter. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. Additional information: b5.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two resolution clip devices were used during a colonoscopy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the clip did not deploy. The same event happened with the second clip. The procedure was completed with the third resolution clip device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.